Event description:
It was reported the insulin pump alarmed button error. Customer declined to provide blood glucose level. No further information reported.

Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test due to protruded/loose drive support disk. The insulin pump was unable to perform occlusion, prime, the excessive no delivery test due to motor error alarm. The motor was tested outside the insulin pump and passed motor test. The insulin pump received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip.